Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: "right breast implant burst about 6 months ago". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast implant burst about 6 months ago. They stated that they heard it when it popped, just like a balloon bursting. After that they experienced sharp pain in her arm, neck, and shoulder. A mammogram didn't show anything and said their breast implant was ok. Since it burst their right breast is smaller than their left. Patient also reported "reported that since having their breast implants placed about a year and a half ago they have had health problems affecting their whole body. They include: pain in their shoulder, neck, and arm on the right side; swelling in their body, stomach problems, their stomach looks like it is 6 months pregnant; also when going to the bathroom they passed paper and when they tinkled a triangle of threads together came out (saved this) and took it to medical doctor but they didn't know what it was; regular medicine, like their thyroid medicine not working like they were; gained 20 pounds since may; skin went to "pot" described as dryness and patches like welts and lines. They have had a lot of tests which haven't shown anything"; these events are not related to the device and will not be reported. Device has been explanted. This record is for the right side.